Event description:
A report was received that the physician had difficulty inserting the old wires into the new battery. It was also reported that they were bent and when the physician tested it high impedances were noted. The patient underwent a revision procedure wherein the leads were replaced and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2218-70 serial number: (B)(4) batch/lot number: 202949 model/catalog description: linear st lead kit 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the physician had difficulty inserting the old wires into the new battery. It was also reported that they were bent and when the physician tested it high impedances were noted. The patient underwent a lead replacement procedure and was doing well postoperatively.